Manufacturer narrative:
(B)(4). The product analysis indicates that the lens were damaged due to mishandling. The fiberoptic, objective, plan glass lens and eye cup were replaced. This device is used for therapeutic purposes.

Event description:
It was reported that during cleaning, the glass covering at the tip of the endoscope was missing. It was discovered when the customer was cleaning the scope because it looked foggy. They tried to polish the lens and discovered the lens was not intact. There was no injury reported as a result of this event.